Event description:
Related manufacturer report number: 2017865-2022-42313. It was reported that the patient presented for extraction of the right atrial lead due to noise. Additionally, the right ventricular lead was noted to be fractured. Both leads were explanted and replaced. The patient was stable.

Event description:
New information received notes that right atrial lead noise resulted in over-sensing and inappropriate automatic mode switch.

Manufacturer narrative:
The reported event of over-sensed noise was not confirmed. As received, only the distal portion of the lead was returned in one piece. An electrical test and x-ray examination did not find any indication of conductor fractures. Shorting between conductors was found at the distal portion consistent with procedural damage. Visual inspection of the distal portion did not find any anomalies except for procedural damages.